Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The compact air drive device was evaluated and it was observed that the housing was damaged. It was noted that the housing and motor were out of order. It was also noted that the device failed pre-repair diagnostic tests for marking and labeling, air hose coupling assessment, and air leak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the compact air drive device trigger was locked. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: please note that the device availability section was inadvertently reported as may 22, 2017 in the initial medwatch report. Please note that the correct date is jul 14, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation update: please note that in addition to the failures included in the initial medwatch report, additional failures have been added. Upon further investigation, it was noted that the device motor power was too low. It was also noted that the device failed pre-repair diagnostic tests for check the power with test bench. This information does not change the assignable root cause of improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.